Event description:
There is known damage to an x-ray system that has been brought to the attention of the manufacturer. The manufacturer refuses to replace the damaged component. The detector was improperly shipped, resulting in water damage to the detector that is noticeable when taking images on the system.